Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the or for lead revision due to noise and inconsistent high voltage and pace lead impedance measurements. The lead was capped and replaced. The procedure was completed with no complications and the patient is doing well.